Event description:
User facility reported that the endotracheal tube was kinking during use with the patient. The facility stated that the kinking resulted in lower oxygen delivery, which required additional oxygen administration. In one case, an "anti-obstructive" medication was given. However, no emergency intervention was required. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.